Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced controller failure (red alarm). Issue was resolved by switching to backup aic. Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned and the aic - controller failure (red alarm) was confirmed. The cause of the aic issue was most likely due to a defective purge assembly, however the overall root cause could not be determined because of the inability to reproduce. This report is being filed as part of a retrospective review of historical records.